Event description:
It was later reported that the patient went to the emergency room (ER) 3 days after the pump was implanted. The patient was in pain and his leg was ¿jumping¿. It was determined that nothing was going through the catheter. The patient was put on ¿gabafenton¿ and fentanyl patches for pain. It was noted that the patient¿s doctor got ¿shut down¿ and the patient had difficulty finding a new healthcare provider (hcp) because his pump was filled with demerol.

Event description:
Additional information received reported the patient had been given perioperative antibiotics. The date of onset/diagnosis of the infection was (B)(6) 2013. The patient symptoms had also included redness. The primary location of the infection was reported as the device pocket and it was noted cultures were not obtained. A partial device system explant was noted. The patient outcome was reported as¿infection resolved¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information obtained indicated the date of onset/diagnosis of infection as 2/13. It was stated that the incisional wound had opened and was draining.

Event description:
It was reported, the pump was replaced due to infection. The infection evidently started right away and the pump was explanted two and a half weeks later. Per reporter somehow during the operation, "the incision was weeping out". They were scared of sepsis. It was added that prior pump mesh was not removed; the doctors had left the mesh in there from two previous operations. The pump was "totally infected in the mesh", and it took them an extra hour in surgery for pump removal. Since then was in wound care. They did a culture, and it came back negative. On (B)(6) 2013, they were going to sew the wound up. The infection was noted to have stopped, the patient was doing real good, and their hcp was going to sew it up. It was also added that the next day of following pump implant, patient had woken up with tremendous pain in the knees; he could not eat, and could not sleep. The patient lost eighteen pounds in nine days. The patient's hcp gave him nsaids but all the doctors could not diagnose the problem. They thought it was something to do when he had the pain pump put in. And they thought that it had to be connected. Another hcp noted it was not related to the pump but neuropathy, and patient was on pills for neuropathy. It was further reported that when they pulled the catheter loose from the pump, no fluid drained back at all. They had not replaced the catheter, and "supposedly they thought it was working, but it was just a trickle of medicine getting through", and the rest of it was coming out where the catheter hooks on to the pump. The pump pain medicine was going out into the body. So patient wasn't getting nearly the relief that was expected. The medications used within the system were dilaudid and bupivacaine. It was later reported that the medications in the pump was a very low dose and patient was doing fairly good. However, following pump explant patient was on a huge dose of fentanyl patch to the back and then taking oral dilaudid to control the pain. In regards to the catheter it was added that it was leaking where it was hooked onto the pump and the pressure from the pump was forcing the medicine out into patient's body. The patient's outcome was not provided.

Event description:
Correction: the following was reported in follow-up # 4 {once healed patient had stimulation device implanted (another manufacturer). At that time it was stated that the catheter and previous stimulation device wires had tissue growing around them and it made them very difficult to explant and that they were "disintegrating". Patient had 42 staples in his back after they explanted the prior stimulation device wires}. This has been reported in MFR report # 3007566237-2013-03572. Any additional information related to this will be provided in that MFR report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8703w lot# l40096, implanted: 1996 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient had stimulation device approx. 26 years ago due to an injury to his left ankle that caused pain from ankle into the body. As this didn't help much patient then had pump implanted. Patient received intrathecal morphine for 3 months after initial implant but it didn't work to treat his pain. Healthcare provider (hcp) switched morphine to demerol; patient was aware that this was an unapproved drug. Patient had changed hcps and they would not use demerol so the drug was changed to dilaudid and bupivacaine [specific timelines and dates not provided, unclear which pump was infusing demerol; manufacturer records indicate patient had three pumps implanted (B)(4) (18ml model# 8617), on (B)(6) 1996, (B)(4) (40ml model #8637) on (B)(6) 2006 and (B)(4) (40ml, model #8637) on (B)(6) 2012] in regards to the reported event of infection, in (B)(6) 2012 when this pump was implanted per the reprotet hcp placed this larger pump in the same pocket as previous smaller pump". The pump was sticking way out. Patient did not know why they used the same pocket and felt the pump stuck out so far there was no way it could heal. During the operation the pocket became infected. The wound started weeping and the next morning patient was in unbelievable pain. Patient lost 18 lbs in 9 days. Patient visited hcp because the wound was "running out on the bed sheets". The wound care physicians recommended explanting pump immediately. Pump was explanted and it took 4.5 months to heal. It was added that when the hcp disconnected the original catheter from the pump there was no medicine in the catheter and reported the catheter was dry. The implanting physician indicated that was nothing they had done. When patient visited hcp for the third time (follow up visit), the nurse had removed the dressing and it was "all gooey". The hcp looked at the wound site of the pump stating it "looks angry", prescribed antibiotics, and sent the patient home. Once healed patient had stimulation device implanted (another manufacturer). At that time it was stated that the catheter and previous stimulation device wires had tissue growing around them and it made them very difficult to explant and that they were "disintegrating". Patient had 42 staples in his back after they explanted the prior stimulation device wires. Patient continues to fight with pain and takes so much po dilaudid and wears tdd fentanyl, daily. Hcp also tried to put a "sheath" on the nerve to help the patient.